Manufacturer narrative:
The bench repair engineer evaluated the device on bench repair. It was determined that device did not pass the operational control test and that the therapy pca and therapy receptacle parts were defectives, and it was replaced. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca and therapy receptacle. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device was not going through the test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6) . A follow up report will be submitted upon completion of the investigation.